Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), resistance was noted during the withdrawal of the inner core and guide wire through the introducer sheath. There was no resistance when blood was withdrawn initially, however there was build up of resistance as withdrawal continued.  The physician tried to rotate the delivery sheath, re-insert the inner core and guide wire by pushing it forward and attempted to withdraw to no avail, however air bubbles were noted on the imagery, that had reached the pulmonary artery. The physician continued to withdraw blood and subsequently injected a dose of heparinized saline and suspected a problem with the air tightness of the introducer sheath and the connection between the interface of the three-way valve and the blue connector part of the tail end . The introducer was used during the implant procedure. No patient complications have been reported as a result of this event.